Event description:
It was reported to philips that the device's battery was low. There was no patient involvement.

Manufacturer narrative:
The customer clinical representative worked with the philips rse. The battery seems to indicate it is depleted. The device needs a battery. The device is end-of-life and parts are not readily available from philips. Once the battery is replaced the device will return to full operation. It has been concluded that no further action is required at this time.